Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify sensor signal not found alarm, no communication complaint and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display and constantly beeping. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call they cant connect sensor. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump was returned for analysis. No further details are given.